Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient had an abscess so his mother accompanied him to the hospital at 8am. They did not run any test and stayed only for 2 hours at the hospital and prescribed antibiotics. The patient was discharged the same day. At the time of the report, the patient was okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 4/28/2025. The reporter details has been updated. No further patient or event information is available at this time.